Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately three years, six months post implant of this bioprosthetic valve in a pediatric patient, this valve was explanted and replaced due to severe stenosis and pannus formation on the valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was visually examined. The stent posts appeared slightly deflected. All leaflets were slightly stiff but flexible except where host tissue extends on the inflow and outflow. A small tear in the right cusp adjacent to the right non-coronary commissure appeared to be associated with restricted leaflet movement. A small tear along the lunula of the right cusp adjacent to the left right commissure appeared to have occurred during explant with further damage due to explant observed on the top of the commissure. The non-coronary and left cusps as well as the left right commissure appeared to be intact. Host tissue encapsulated the right non-coronary and non-coronary left commissures, making it difficult to determine the condition. Pannus on the inflow remained attached to the existing sewing ring adjacent to the right and non-coronary cusps. The pannus extended over the tissue and base stitching, along the inflow margin of attachment of all cusps, into all inferior coaptive areas and 1 to 4 mm onto all cusps significantly reducing the inflow orifice area. Pannus on the outflow lines the inner outflow rail adjacent to the right and non-coronary cusps, extended to all three commissures and encapsulated both the right non-coronary and non-coronary left, resulting in restricted leaflet movement. Pannus on the left right commissure may have covered it however, explant damage was noted. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: a review of the device history record (DHR) was performed for this valve, there were no non-conformances identified in manufacturing process that could be related to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Based on the received information and the returned product analysis, the stenosis was most likely caused by the observed pannus. Pannus overgrowth has been an inherent risk of surgical valve replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.